Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient got following results within 10 minutes: reading 1-400mg/dl, reading2-116mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.